Event description:
It was reported by getinge field service engineer that during preventive maintenance of cs300 intra aortic balloon pump, it was found that the batteries were not within the parameters recommended by the manufacturer. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (component codes, health effect ¿ impact codes). To solve the issue, the field service engineer replaced the two units of batteries (0146-00-0039). All functional and safety tests were performed and were met to the factory specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name), d4 (version or catalog #, unique identifier (UDI) #).

Event description:
N/a